Manufacturer narrative:
Additional information obtained reportedly indicates that the reason for explant was for a technology upgrade. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. This device was explanted for medical reasons. The device passed the tests performed. The is older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear implant. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.